Manufacturer narrative:
The touch screen was returned to national repair center (nrc) for evaluation. National repair center (nrc) received the touch screen. Nrc confirmed that the touch screen fails to be re-calibrated. Since there was no patient involved and no adverse event was reported; as per our process the pump will be store in our secure area for 30 days after the investigation is closed and them it will be discarded. Full name of initial reporter: (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during an incoming inspection performed by the getinge field service engineer (fse) he observed that the cardiosave intra-aortic balloon pump (iabp) had the touch screen on the monitor that did not work well, and had a bad reaction when touched. There was no patient involvement.